Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 mos. After the dental implant was placed in ada site 19 in the mouth, it had not achieved integration in type ii bone. Clinician reports pain, mobility and an infection in this immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 mos. After the dental implant was placed in ada site 19 in the mouth, it had not achieved integration in type ii bone. Clinician reports pain, mobility and an infection in this immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.